Event description:
It was reported the hcp had difficulty filling the patient's pump. The remaining drug was able to be aspirated from the reservoir prior to the refill attempt. The residual volumes were correct. The estimated residual volume was 2ml and the actual volume removed was 2ml. When filling the pump, they were only able to get 37 mls in the reservoir (same drug and concentration). It was unknown what troubleshooting was performed. The patient was sent home. No symptoms were reported. Additional information has been requested, but was not available on the date of this report.